Event description:
The event is reported as: the foley would fall out soon after insertion. As if the balloon deflated within 30 minutes of insertion. No pt injury reported.

Manufacturer narrative:
Evaluation: method - review of batch manufacturing records. Results - no abnormality in the manufacturing processes were found with regard to leak inflation. Conclusions - complaint could not be confirmed with the available information. The manufacturing site will continue to monitor the product quality.